Event description:
It was reported that during a stenting treatment procedure, stent foreshortening occurred. A promus element stent delivery system (sds) was advanced to an unspecified target lesion and the stent was fully deployed. Post deployment, the physician re-crossed the stent with a non-bsc guide wire. Per the physician, the non-bsc guide wire may have gotten stuck in the distal stent struts while trying to re-cross. While trying to release the wire, axial stent shortening occurred. The physician noticed a significant reduction in the distal end of the stent. No further actions were taken and no patient complications and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is caused by other. The investigation indicates another device/subsequent procedure caused the complaint event. The stent became damaged during post-dilation. The promus element dfu advises care must be exercised when crossing a newly deployed stent with an intravascular ultrasound (ivus) catheter, a coronary guidewire, or a balloon catheter to avoid disrupting the stent placement, apposition, geometry, and/or coating. (B)(4).